Event description:
The nurse on duty heard a noise in a patient's room and upon entering the room, they found the patient on the floor. The patient said they leaned on the siderail and it lowered unintentionally. No injury was reported.